Event description:
Patient came to surgery to have hardware removed and a total hip arthroplasty. Noted when hip opened that plate was broken.what was the original intended procedure?total hip arthroplastydevice #1is this a laboratory device or laboratory test?no